Event description:
The customer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The patient had pcr testing performed (B)(6) 2022 (platform and sample type unknown) which generated a negative result. The patient tested with the binaxnow... On (B)(6) 2022 using a nasal swab sample which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation completion. Testing was performed at abbott diagnostics (B)(4). On retained kit lot 181889 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 181889 and device part number 195-430h / lot 179621. The lot met the required release specifications. A review of the complaints reported as false positive patient results related to kit lot 181889 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.